Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined.

Event description:
It was reported that patient underwent a meniscus repair procedure on (B)(6) 2015. During the procedure, the first anchor jammed in the hull and the needle punctured the meniscus without the anchor. Another anchor was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 6 states, "correct handling of suture is extremely important. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.